Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Model number: only partially provided. Serial number: unknown/not provided. Catalog#: only partially provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: unknown/not provided. Device manufacture date: unknown as product serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. The complaint history was not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Clare kirwan, macular pigment research group, carriganore house, waterford institute of technology, waterford, ireland, (B)(6).

Event description:
The following article was received based on a literature review: title: introduction of a toric intraocular lens (iol) to a non-refractive cataract practice: challenges and outcomes the publication reports 7 eyes developed post op cystoid macular edema, no indication as to whether or not any interventions were needed; 3 eyes noted dysphotopsia and there is no indication as to whether or not intervention was required. The article concluded that the use of a toric iol to manage astigmatism during cataract surgery results in less post-operative astigmatism than a non-toric iol, resulting in avoidance of unacceptable post-operative astigmatism.